Event description:
Boston scientific received information that the patient twiddled their device and as a result this atrial lead had dislodged shortly after implant. The lead would sense but not pace. At that time the patient had a good sinus rhythm and the physician elected to do nothing at that time. However, recently, this patient's sinus rate had started to drop below 60 atrial pacing was required. This lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.